Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male presented with acute myocardial infarction (ami) complicated by cardiogenic shock and was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage c shock. During support, the patient's urine was noted to be pink tinged while in the intensive care unit. Echocardiographic evaluation confirmed appropriate impella cp position, with the outlet reportedly well positioned above the aortic valve. The device was operating at p4 support. The patient was noted to have elevated afterload with mean arterial pressures reported in the 90 mmhg range and was no longer receiving vasopressor support. Discussion occurred with the treatment team regarding potential afterload reduction. Elevated afterload was noted and may have been a possible contributing clinical factor. The patient survived to explant.